Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the MFR. Unable to determine the cause of the customer's reported complaint. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
The set was not in the pump at the time of the event; the nurse selected a port closest to pt to administer epinephrine tv push. She occluded the tubing above the injection port and administered the medication. Following administration she released the occlusion. The "rubbery chamber" located in the accuslide flow regulator ruptured and sprayed fluid. There was no pt or staff harm and no medical intervention was required. No additional event or pt info was available.